Event description:
The orbit rdfl complex mini coil (638mf0407/15610020) stretched during inserting into the target aneurysm. After the event, the same microcatheter was used with the next device, and other coils. During placement, it was unknown if additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15610020 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit rdfl complex mini coil (638mf0407/15610020) stretched during inserting into the target aneurysm. After the event, the same microcatheter was used with the next device, and other coils. During placement, it was unknown if additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the component will be returned for analysis. A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout the entire hypotube. The introducer was unzipped and in good condition, however, in some segments it was outside from the hypotube. The support coil, gripper and embolic coil were outside of the introducer. The support coil and gripper were in good condition; while the embolic coil was stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The instrument was inspected under microscope; the gripper was confirmed to be in good condition, while the embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of stretched coil during placement was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The damages found on the unit may have occurred during shipping, since it was reported that other than the reported event, no other damages were noted on the device. It was reported that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time.